Event description:
Consumer reported husband chipped tooth during brushing. This was identified during our retrospective review of complaints for serious injury as part of our (B)(4) corrective action.

Manufacturer narrative:
Independent dental experts have concluded that the spinbrush toothbrush does not exert sufficient force to cause a tooth to chip or break, veneers to be removed, or caps/crowns to be dislodged; underlying dental pathology or poor dental practices are responsible. Device not returned.